Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The company representative from the business unit (bu) stated the intra-aortic balloon pump (iabp) was not the issue. It was determined that the problem was the (2) two gas bottles, which were delivered empty.

Event description:
It was reported that after connection to the cardiosave intra-aortic balloon pump (iabp), the device indicated that the helium bottle was empty. The following bottle was empty as well. Only the 3rd bottle was in order. This event occurred during service test by a company representative. There was no patient involved; thus no adverse event was reported.